Manufacturer narrative:
Product analysis: visual review did not identify material damage. When attempting to evacuate the balloon the balloon did not fully collapse, or collapse consistent with original (pre-inflation) geometry, preventing the balloon from starting into the stylus cannula. Unable to evaluate the instrument as received. Unable to determine root cause of the foregoing event from the available information. The ibt¿s were received in a condition unsuitable for analysis.

Event description:
It was reported that during a balloon kyphoplasty procedure, the balloons would not fit down the cannula. An additional kit was opened and the balloons from that kit advanced down the cannula with no problems. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.